Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the low pressure alarms are triggered in the patient of box 6 but does not ring on the central station. It is unknown if the device was in use at the time of the event.

Manufacturer narrative:
Follow up report to correct product information.

Event description:
Philips received a complaint on the patient information center ix sn unknown indicating the unit flat lined, low-pressure alarms were triggered at box 6, but there was no alarm or no low pressure alarm at central station. It is unknown if the device was monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Event description:
Philips received a complaint on the pic ix hardware sn (B)(6) indicating the unit flat lined, low-pressure alarms were triggered at box 6, but there was no alarm or no low pressure alarm at central station. It is unknown if the device was monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips technician went onsite to retrieve the picix logs and to evaluate the device in question. The alleged malfunction was reported during the night of (B)(6). The technician examined the picix logs and could not confirm the reported issue. The technician recalled there were some technical alarms due to patient connections (catheter or patient's movements) which can lead to a flat line for invasive pressure; therefore, allowing the monitor to measure the value incorrectly. Some minutes later the picix logs revealed there were alarms for low pressure ("arts 38<90"). The alarm was acknowledged by someone at the picix central station. When the value of invasive pressure was below the limit, the picix logs confirmed there was an alarm, with no issue. A filter was performed of the alarms during the night of (B)(6) 2023, which revealed a lot of technical alarms due to bad quality of signal/measure. There was also some high & low limit alarm pressure.the reported problem was not confirmed as the alarm was acknowledged by someone at the picix central station. Based on the information provided by the picix logs and interpretation of the philips technician, the alarm was acknowledged by someone at the picix central station and the technical alarms were due to patient connections (catheter or patient's movements) which can lead to a flat line for invasive pressure. The monitor performed some alarms but the nurses didn't know it was blue technical alarms and mistaken them for red and yellow alarms. Results of the philips technician's evaluation of the picix logs has determined the unit was working as intended. No further investigation or action is warranted.